Event description:
The customer reported that osp appeared to be under-delivering wash solution to microwell plates. No error was generated. No death or serious injury was associated with the incident.